Event description:
It was reported that in an attempt to prep a valiant captivia delivery device for procedure, the physician was unable to irrigate the device. Since the physician was unable to irrigate the device; it was assessed that it might be obstructed, they elected not to insert the device into the patient. The patient is fine. The device was returned and its evaluation has been completed. During evaluation, the device could not be flushed. There was very high resistance. The stent graft was deployed on the table and the backend disassembled. The ID of the endseal was examined under the microscope and a bulge on the ID was observed, which is determined to be the root cause of the inability to irrigate. The ID at the non-bulge area measured 6.4mm and 5.8mm at the bulge area. The complaint was confirmed as the device could not be flushed. A vendor supplied part was found to be out of specifications and was determined as the root cause.

Manufacturer narrative:
(B)(4). This initial report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.